Event description:
Dealer states that the motor is locking and threw the patient out of the chair. That is all he knows. States he will call back with the other information.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.